Manufacturer narrative:
It is not clear at this point if the device and/or lot info is available. Without the device and/or lot info it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow up report will be filed. If lot info does become available and if the record review indicates that there was a non-conformity a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Examination of the valve determined that biological debris within the device likely caused the difficulty experienced by the customer. This biological debris was dislodged during flow testing of the returned valve. After dislodging, the valve passed the programming and pressure tests. It was also noted that the device failed the pressure test. Review of the device history record confirmed the valve met specifications when released to stock. At this time, the complaint is considered to be closed.

Event description:
Affiliate reported that when the pt was born, a doctor implanted a valve into him, but this valve had to be replaced by another one when the baby was (B)(6) days old. The manufacturer of this valve was unk and is not available. The second valve, which was implanted into the baby when he was (B)(6) days old, was from codman. This valve was revised when the child was (B)(6) years old. Both catheters (ventricular and peritoneal) were not obstructed; however the valve was not working. The child was with symptoms that showed that the derivation was not working. The child presented high intracranial pressure. So they took the child to the hospital and they performed the valve replacement.